Event description:
A cartridge change error was reported with the pump. The customer confirmed that their blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to their blood glucose level. The customer was guided through troubleshooting steps, including inspecting and cleaning parts of the pump, but was unable to load the cartridge successfully. As a result, technical support determined the pump needed replacement, but the customer chose to continue using their current pump and declined interest in an out-of-warranty loaner pump.